Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. The evaluation stated the goods were signed in as ok by receiver. The products left biomet control in a conforming state. We utilize standard size boxes for all our outer packaging and personnel are trained to a standard operating procedure..upon review of internal standard where the stipulation is "product shall be packed into suitable transit packaging so that adequate protection may be afforded to the product during transit to the customer" which is always the case. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. "Product shall be packed into suitable transit packaging so that adequate protection may be afforded to the product during transit to the customer." DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that implants were damaged upon delivery. Items inside were damaged, some of the package seals were damaged although not all the cellophane wraps were damaged. One item was completely open on cellophane and outer box wrap. Only three or four screws were not damaged.